Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the olympus repair technician identified debris inside the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found debris inside the light guide lens. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.